Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from non-vitros mas omni-immune quality control (qc) fluid lot 2703 when tested using a vitros immunodiagnostics product tsh reagent lot 7370 on a vitros 5600 integrated system. The assignable cause is an instrument related issue. Final well wash error codes were obtained on the vitros 5600 integrated system. An ortho field service engineer (fe) attended the customer site to address the issue. The ortho fe discovered a low 10-psi valve reading and a cracked elbow quick connect, which were repaired. Following the ortho fe's actions, a within-run precision test using vitros ttc level 2 and further vitros tsh qc testing using mas controls were performed. The results were within acceptable guidelines, indicating that the vitros 5600 integrated system had returned to expected performance. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7370.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results were obtained from non-vitros mas omni-immune quality control (qc) fluid lot 2703 when tested using a vitros immunodiagnostics product tsh reagent lot 7370 on a vitros 5600 integrated system. Non-vitros mas, lot 2703 level 1 results of 0.190, 0.182, 0.201, 0.193, 0.213, 0.203, 0.209, 0.210, 0.197, 0.205, 0.200, 0.177, 0.186, 0.183 and 0.197 miu/l vs. The expected result of 0.1114 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros tsh results were from non-patient fluid and not reported from the laboratory. The customer stated patient samples were not processed using vitros tsh lot 7370. There has been no allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).